Manufacturer narrative:
The log analysis showed that the device performed warm starts. An audible alarm would be posted by the device and when the warm start occurs, the device will briefly power off and then back on. During this time, an emergency-breathing valve would open allowing for spontaneous breathing. After 8 seconds the device will continue ventilation with the previous settings. In the event of an unsuccessful warm start, a continuous audible alarm would be activated and the emergency-breathing valve would remain open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The replaced parts were requested for investigation. The analysis will be part of a follow-up report.

Event description:
It was reported that: "patient: male, (B)(6). On (B)(6) 2016 at 6:00am, while the patient was sedated, intubated and ventilated in sippv mode, the respirator alarmed and stopped working with black screen and not ventilating the patient who was unable to breathe by himself. Continuous alarm from the device. Consequences: the patient then desaturated. He suffered low blood pressure and the threat of vital prognosis was engaged. My colleague and I had to manually ventilate the patient and alerted the doctor who came to assist us. Then we had to install and check another ventilator to replace the defective one which couldn't be switched on."

Manufacturer narrative:
For the investigation the logs and the provided valve o2 were analysed. The investigation of the logs confirmed the described event. The device detected an internal failure and triggered several warmstarts in order to solve the problem. During this time, an emergency-breathing valve would open allowing for spontaneous breathing. In the event of an unsuccessful warm start, a continuous audible alarm would be activated and the emergency-breathing valve would remain open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The service engineer on site exchanged the valve o2 as expected root cause. It was investigated at dräger lübeck. All tests were past successfully. No technical root cause found at valve o2. After repair the ventilator was tested due to manufacturer¿s certificate and was found to work fine.

Event description:
.